Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and was hospitalized for diabetic ketoacidosis (dka). The cause of the high bg was not known. The customer was discharged on (B)(6) 2017 and the contact was to be using insulin injections for insulin therapy. The contact did not provide further information regarding the event.